Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were evaluated by their dentist and provided a letter of recommendation. The dentist after thorough evaluation of the patient's dental malocclusion, their case is too complex for unmonitored treatment. The dentist strongly recommended the patient to immediately cease current treatment with byte. The patient is to seek care by a qualified orthodontist who can provided the necessary oversight and expertise.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.